Event description:
It was reported to covidien on (B) (6) 2009, that a customer had an issue with an enteral feeding pump. The client reports that the pump only processed 200 ml of nutrient instead of the 270 ml programmed over 13 hours; the child suffered a hypoglycemic episode and was carefully monitored for 12 hours. The pt was not a diabetic, but suffers from glycogenosis. No add'l info was able to be provided by the end user.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.